Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a dso seal. There was no evidence on the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's dso seal was damaged. There was unknown patient involvement.